Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the back therapy electrodes of the lifevest. The irritation was described as red, itchy, and raw. The patient also reported having a nickel allergy. In addition, the patient reported that the irritation had a smell "like it was infected" and that the irritation caused the patient to vomit which led to the patient having trouble breathing and causing her asthma to worsen. The patient's doctor recommended removing the device, washing the affected area with soap and water, and to apply hydrocortisone cream. Follow-up indicated that the irritation had healed since ending use of the device.